Manufacturer narrative:
As the device has not been returned the cause of the complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. A review of the manufacturing records for evo-22-27-9-d of lot number c1212153 revealed no discrepancies in the manufacturing records that could have contributed to this complaint issue. Prior to distribution all evo-22-27-9-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. From the information provided, there have been no adverse effects to the patient as a result of this occurrence.

Event description:
It was reported that the doctor placed the stent over the wire and into position. The stent would only deploy partially; it would not deploy fully. At this time, the stent would not recapture. The stent was pulled out and a new stent was placed (a cook 6cm instead of 9cm).

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: (B)(4). This report is being submitted due corrections: it may be noted that a project has been assigned to product development to further investigate stent deployment issues of this nature in an effort to eliminate future occurrences.

Event description:
This report is being submitted due to corrections as reported to customer relations, "the doctor placed the stent over the wire and into position. The stent would only deploy partially; it would not deploy fully. At this time, the stent would not recapture. The stent was pulled out and a new stent was placed (a cook 6cm instead of 9cm).

Manufacturer narrative:
On evaluation of the returned device, it was noted that the lockwire was in place. The stent was partially deployed on return. The flexor was kinked at the handle. No deployment / retraction were possible. The handle was opened in the lab to show that the flexor was broken at the shuttle cap. The stent was manually deployed and the stent was fine. The customer complaint was confirmed as the flexor was broken. A review of the manufacturing records for evo-22-27-9-d of lot number c1212153 revealed no discrepancies in the manufacturing records that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up is being submitted due to receipt and evaluation of the device. It was reported that the doctor placed the stent over the wire and into position. The stent would only deploy partially; it would not deploy fully. At this time, the stent would not recapture. The stent was pulled out and a new stent was placed (a cook 6cm instead of 9cm).